Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection and pocket erosion. Additionally there were reports of diaphragmatic stimulation that was unable to be resolved with programming. There was no report of adverse patient effects due to the explant procedure.